Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had high impedances on the 1st channel (0-7) contacts. There were no environmental, external, and patient factors that may have caused the event. Troubleshooting included an impedance measurement. The lead was introduced in the second channel (8-15). The issue was resolved at the time of the report. The patient status was alive with no injury. Additional information was received. It was reported that the rep only has the latest measured impedances on the second channel and they are good (+-800 ohms). Effective therapy was able to be established on the second channel. The surgical intervention noted was the normal implanting surgery. The information was confirmed with the physician/account. It was further reported that the ins has been returned to medtronic.

Manufacturer narrative:
G2: belgium h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.